Event description:
The patient missed their pump refill, and the pump went dry. A critical pump alarm occurred. They were hospitalized for three days with withdrawal symptoms as a result. Symptoms included nausea, nervousness, altered mental status, flu-like symptoms, less than 50% therapy relief, and an inability to think things through. They were living in a loud home and they were unable to hear their pump alarm. Once released from the hospital, the patient had their pump refilled at their doctor¿s office. The patient¿s status at the time of the report was alive with no injury. The pump contained morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).